Event description:
It was reported that before use of the syringe 60ml ll tip 1ml the tip is bent. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: tip bent.

Manufacturer narrative:
H.6. Investigation summary: one sample and one photo were provided by the customer for investigation. The sample was visually examined using unaided vision and it was observed that the tip of the syringe has not been molded properly and is bent. Additionally, one photo was provided by the customer for investigation. The photo shows the returned sample removed from the blister pack. Based on the photo it can be seen that the syringe has a bent tip. A machine malfunction in the molding machine resulted in the syringe barrel tip not being formed properly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tip bent for lot #8303505 item #309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that before use of the syringe 60ml ll tip 1ml the tip is bent. Foreign complaint the following information was provided by the initial reporter: tip bent.